Event description:
Patient states she has pain around the injection site after taking her medication. Dose or amount: 30mg - into right knee, frequency: every 4 weeks, route: intraarticularly. Dates of use: (B)(6) 2015 - present. Diagnosis or reason for use: osteoarthrosis.